Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: opening curved on radius and anterior, creases fold, wear abrasion and brown particles leak test and microscopic analysis was performed which identified: opening crease smooth on anterior, striated opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior due to fold flaw opening. A striated opening on radius due to surgical damage consistent in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.

Event description:
Additionally, healthcare professional reported left side "any creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and deflation. Device has been explanted.